Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the unit is giving a low leak co2 rebreathing alarm. The low leak co2 rebreathing is detrimental to patient. Failure to provide adequate ventilatory support to the patient during ventilation mode may result in hypoventilation/loss of volume or pressure. No patient involvement reported.